Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during and unspecified surgical procedure, it was observed that while the electric pen drive handpiece device was locked the drill kept spinning. The reporter stated that there might have been a short in the device. It was reported that there was no delay in the procedure due to the event, as an unspecified spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon complaint review, it was determined that it was inadvertently missed in the initial report that the device was returned on (B)(6) 2017. It has been updated as (B)(6) 2017 to reflect the correct information. Device evaluation: the actual device was returned for evaluation. The electric pen drive (epd) device was evaluated and the reported condition that while the hand control is locked the drill keeps spinning was confirmed. An assessment was performed on the device and it was observed that the device was found to continuously spinning even when the hand control is released. It was further observed that the unit¿s housing had some minor scratches, the motor and the electronic control unit (ecu) had completely come apart, and a piece of the motor and the ecu was stuck on the units housing. The assignable root cause was determined to be component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.